Event description:
Three patients at our pharmacy have returned their ultiguard pen needle dispenser and sharps container. The reason they give is trouble connecting their flexpen to the pen needle and removing it from the plastic capsule the pen needles come in.